Manufacturer narrative:
Updated field: describe event or problem, patient information, other relevant history, return to manufacture date, device not eval provide code, investigation findings code, investigation conclusions code, event site email complaint record ID #(B)(4).

Event description:
It was reported that after approximately 32 hours of intra-aortic balloon (iab) therapy a "pink froth" was seen in the helium tubing. The customer noted that the console had generated an autofill failure alarm a short time prior. They were advised that the "pink froth" meant that the iab was compromised. The physician indicated that they were comfortable leaving the iab indwelling and providing therapy because there were currently no alarms and therapy was as expected. The risk of leaving the iab as is was explained to the customer. The customer was provided a detailed plan of action if the iab were to become unusable. The patient was stable and the downtime for the autofill failure was less than a minute. The iab was removed after 33 hours of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter, between the catheter and the sheath, and on the interior and exterior of the returned extender tubing. The returned sheath was over the catheter. A kink was found on the catheter tubing approximately 57.2cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and a leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.013cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporters - (B)(6) rn & dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a "pink froth" was seen in the helium tubing. The customer noted that the console had generated an autofill failure alarm a short time prior. They were advised that the "pink froth" meant that the iab was compromised. The physician indicated that they were comfortable leaving the iab indwelling and providing therapy because there were currently no alarms and therapy was as expected. The risk of leaving the iab as is was explained to the customer. The customer was provided a detailed plan of action if the iab were to become unusable. The patient was stable and the downtime for the autofill failure was less than a minute. There was no patient harm or adverse event reported.